Manufacturer narrative:
Per product labeling: beckman coulter, inc. Urges customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. On (B)(4) 2008, the field service engineer installed a new waste sensor assembly and verified the instrument. The root cause is associated with the defective waste sensor assembly. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
Customer reported a potential biohazard exposure event on (B)(6) 2008 when using the coulter ac-t diff 2 analyzer. The waste sensor failed and the waste container overflowed onto the floor. Operator was wearing appropriate personal protective equipment. There was no exposure to mucous membranes or open lesions. Operator did not see medical attention. No reports of death or serious injury, and no affect to operator safety as a result of this event.